Event description:
It was reported via literature that a perforation and a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A double curve watchman access system (was) was positioned and a 27mm watchman flx laa closure device & delivery system (wds) were used. While inserting and snapping together the was and wds it was believed that the system perforated the laa of the patient. Contrast injection during fluoroscopy revealed pericardial staining. Given a presumptive diagnosis of laa perforation, the closure device was deployed. After deployment, angiography confirmed laa perforation. Transesophageal echocardiogram (tee) imaging showed the device in the transverse sinus. Given increasing hypotension, two pericardial drains were placed with acute evacuation of approximately 1 liter of blood. The patient was immediately transfused with packed red blood cells, and anticoagulation was reversed with protamine with the sheath remaining in the atrium. The patient was hemodynamically stabilized but required continuous pericardial drainage despite reversal of anticoagulation. Given the presence of an intact proximal portion of the laa, the decision was made to deploy the device in the laa to provide an impediment to blood loss. Following the device deployment there was an almost immediate cessation of fluid accumulation in the pericardial space. The patient remained hemodynamically stable and was transferred to the intensive care unit for further monitoring. The patient was kept sedated and intubated to assure stabilization. 2 days post procedure a tee revealed trace pericardial effusion with adequate device position and no peri-device leak. The patient was subsequently extubated. A repeat echocardiogram showed only trivial pericardial effusion on post op day 4. The patient was maintained on dual antiplatelet therapy (dapt) and colchicine, and he was discharged home on post op day 5. Computed tomography of the chest, 1-month post-implantation, showed adequate positioning of the device without any evidence of extravasation or device-related thrombus.

Manufacturer narrative:
Date of event - estimated based on literature article being published in 2018.